Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly, alarmed button error and had damage. The customer stated that they were on a plane, had to set up basal rates and noticed the buttons were sticking. The customer also stated that the altitude created a button error as well and that they also noticed a crack on the insulin pump. The customer was assisted with damage troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that there was crack near the back of the belt clip area. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in the manufacturing mode. Unit passed self-test and displacement test. Unit failed leak test. Unit leaked at a cracked on the back of the case. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit was received with cracked case on the back at the battery tube area and battery tube threads. Unit was received stained and fading serial number label. Unit was received with minor scratched display window, case and keypad overlay.